Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer or third party attempted repair of the device. As a result of the device being tampered with, component root cause of the report could not be firmly established. The main board was deemed unrepairable, replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 75 year old male patient, the device inappropriately shut down and would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.